Event description:
It was reported that the device was used during a gastric bypass procedure. It was fired once and then a second one had to be opened to complete the procedure. No patient impact was reported.

Manufacturer narrative:
(B)(4). Crimp. The analysis results found that the long45a device was returned with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. No cartridge reload was received for analysis. The anvil was manually reinserted on the device and the device was tested for functionality with a test cartridge reload. The device fired, cut and formed all the staples as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.